Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family came with the complaint that the red light of the processor kept flashing. Since she is a bilateral user, the family did not observe any difference in hearing. The mother reported that when the user gets angry she throws herself on the floor and hit her head (forehead or back of the head). There may have been hits on the side of the implant as well.

Event description:
The family came with the complaint that the red light of the processor kept flashing. Since she is a bilateral user, the family did not observe any difference in hearing. The mother reported that when the user gets angry she throws herself on the floor and hit her head (forehead or back of the head). There may have been hits on the side of the implant as well.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site.